Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 3-4. The first clip delivery system (cds) was advanced to the mitral valve. The deployment sequence was started; however, after removing approximately 20cm of the lock line, the lock line could not be removed. The decision was made to continue deploying the clip. The clip was deployed and the cds was removed over the lock line. The lock line was then fully removed. A total of four clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The inability/difficulty to remove the lock line was confirmed and was determined to be related to an observed lock line knot. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the observed knot could not be determined. The inability/difficulty removing the lock line appears to be the cascading effect/procedural circumstances of the observed knot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.